Event description:
As reported by the user facility: 415113 cracked during infusion of chemotherapy patients (PICC connected to positive pressure connector). The infusion components were potassium chloride and chemotherapy drugs, and the infusion time was 4 hours.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) unused samples were submitted to the manufacturer for evaluation. Through visual examination, no cracks or damages were observed on the ultrasite body. The samples were leak tested; the results of the test noted that no leakages were observed. Based on the investigation, the samples are within specification. The reported defect could not be observed or replicated. The complaint is considered not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.